Event description:
It was reported that the user's continuous glucose monitor (cgm) disconnected when the libre 3 plus sensor ended, and the ilet entered bg run mode requiring fingerstick blood glucose readings every four hours for up to seventy-two hours. The user indicated they require third-party assistance to replace the sensor and did not start a new sensor. No reported symptoms. Outcomes included temporary loss of automated cgm-driven control with continued therapy via bg run mode and user-directed capillary glucose entries. Investigation included customer support troubleshooting and education regarding bg run mode operation and duration. Investigation of this case revealed that the event aligned with an expected sensor end-of-life condition leading to loss of cgm signal and a device transition to a backup operating mode, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was expected sensor expiration with use-related factors in replacing the sensor.